Event description:
Event description cpi received information that ever since the implantable cardioverter defibrillator (ICD) was implanted in march 1998, the physician has experienced difficulty interrogating the ICD and no tones were obtained with the application of a magnet. It was further reported that the ICD is programmed to pace the patient at 85 bpm and review of electrograms noted the patient's intrinsic rate is slightly lower than 85 bpm and no pacing therapy is delivered.